Manufacturer narrative:
A partial lead with the distal tip measuring 44.6 cm was returned for analysis. External insulation abrasions were noted at 38.2-38.4 cm and 40.1-50.5 cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 27.9-29.0 cm from the distal tip. The etfe coating was intact at these locations. Insulation damage was noted at 30.1-31.1 cm from the distal tip consistent with clavicle crush damage. The sensing and svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of capture and output anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an increase of capture threshold was observed. Loss of pacing was also detected and had not occurred by corresponding to the adjustment of output. The physician decided to replace the lead. Upon the procedure, an insulation breach was confirmed under the suture sleeve. During the explant, the stylet got stuck and the helix could not be retracted at the insulation damage. The lead was explanted using a laser and a new lead was implanted. No adverse consequences were reported during and after the procedure.